Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor when the power is turned on, the video processor device displays nothing on the monitor. The event occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dp board (printed circuit board) failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged reportable malfunction 'olympus logo appears on the touch panel, but nothing displays on the monitor, was found to be caused due to the dp board (printed circuit board) failure. The most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.